Manufacturer narrative:
A2 age at time of event, a2 unit of measure - age, a1 patient identifier, and a4 weight: corrected.

Event description:
It was reported that, during the procedure, the light suddenly disappeared and light leakage struck the surgeon hand, causing a burn that did not require treatment. A new fiber was immediately installed, after which the procedure was able to proceed normally. There were no patient complications.

Event description:
It was reported that, during the procedure, the light suddenly disappeared and light leakage struck the surgeon hand, causing a burn that did not require treatment. A new fiber was immediately installed, after which the procedure was able to proceed normally. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) were reviewed and cautioned the user that a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A review of the slimline sis ez hazard analysis was completed and confirmed that the event of fiber break and burn were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A2 age at time of event, a2 unit of measure - age, a1 patient identifier, and a4 weight: corrected

Event description:
It was reported that, during procedure, the light suddenly disappeared. The fiber optic cable struck the surgeons hand, causing a burn, which did not require treatment. The procedure was then able to proceed normally after a new fiber optic cable was immediately installed. No information was provided regarding patient outcome.